Manufacturer narrative:
The initial MDR 2432235-2014-00750 was filed on december 30, 2014. Additional information (12/10/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse verified all probe alignments and verified dilution wash up down and wash up down performance. No troubleshooting was required. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The cause of the discordant, falsely low calcium result is unknown. Siemens is investigating this issue.